Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm without a low battery warning. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. The customer reported that they received power loss alarm. Customer was able to successfully clear the alarm. Customer did not receive request to rewind pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.